Event description:
A report was received that the patient¿s ipg had migrated. It was also noted that the patient had a removal of serosanguinous fluid from the pocket site. It was also reported that the patient had several headache and was feeling shaky due to the procedure. The patient was prescribed with blood patch. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected.

Event description:
A report was received that the patient¿s ipg had migrated. It was also noted that the patient had a removal of serosanguinous fluid from the pocket site. It was also reported that the patient had several headache and was feeling shaky due to the procedure. The patient was prescribed with blood patch. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient¿s ipg had migrated. It was also noted that the patient had a removal of serosanguinous fluid from the pocket site. It was also reported that the patient had several headache and was feeling shaky due to the procedure. The patient was prescribed with blood patch. The patient will undergo a pocket revision procedure.